Manufacturer narrative:
(B) (4). The instrument was returned for evaluation. Visual examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of specification at the mas head retention features. Visual and optical inspection identified multiple areas of wear and/or damage. A functional evaluation was performed; the subject instrument properly retained mating parts. An additional functional evaluation with a sample extender and mas was also performed; the mas head was able to be pulled out of the inner sleeve with the bone screw at maximum angulation. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that a pt underwent a posterior spinal fixation surgery from l3-l5 using rods and screws. During the procedure, it was reported that the inner sleeve detached from the screw head during rod reduction at the left l3. The instrument assembly was pulled from the wound and found that the inner sleeve tips were bent outward. The procedure was converted to a mini open at that level. The surgeon used a rod reducer to complete rod placement as the inner sleeves did not detach at any other level. Surgery time was extended approx 15 minutes. No pt complications reported.